Event description:
The patient was implanted with an ams "pelvic mesh product." It was reported that the patient experienced pain, erosion of their internal bodily tissue, hardening, worsening dyspareunia, recurrent incontinence, additional surgeries, other injuries, and has sustained permanent injury.

Manufacturer narrative:
The model and type of mesh system that was implanted was not indicated.